Event description:
Boston scientific received information through the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a pacing impedance measurement above 2,000 ohms on the right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that the patient was seen for a device check. It was noted that there was only one measurement above 2,000 ohms recorded. No noise was observed as well. The physician elected to continue following this patient through the remote monitoring system. No adverse patient effects were reported.